Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx was not returned as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective. The cause of the reported event was likely due to patient conditions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days after the onyx procedure, the patient died. The patient was treated with the onyx on (B)(6) 2016 to treat a right pica cerebellar avm. The vessel tortuosity is normal and no procedural complications occurred. On (B)(6) 2016 the patient experienced fluctuating consciousness that required surgery (decompressive craniectomy); the patient died (B)(6) 2016. According to the physician, the cause of death was not related to the device or the procedure.